Event description:
As reported, the 5x18 palmaz blue on aviator balloon expandable stent to treat vertebral artery stenosis and found a small rupture in the carrier balloon during the flushing stage. It was then replaced it with another stent to complete the follow-up treatment. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x18 palmaz blue on aviator balloon expandable stent to treat vertebral artery stenosis and found a small rupture in the carrier balloon during the flushing stage. It was then replaced it with another stent to complete the follow-up treatment. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 5x18 palmaz blue on aviator balloon expandable stent to treat vertebral artery stenosis and found a small rupture in the carrier balloon during the flushing stage. It was then replaced it with another stent to complete the follow-up treatment. There was no reported injury to the patient. The device was returned for analysis. A non-sterile ¿blue/aviatorplus 5x18/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The flushing needle and the balloon protective tube were included in the bag. The device was unpacked to proceed with the product evaluation. A thorough inspection revealed that the device does not present any damages or anomalies. The balloon arrived deflated, and the stent is properly mounted in its manufacturing position without any damages or anomalies. No other notable details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied with the purpose to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a leak in the balloon. The balloon was inspected with a vision system, which revealed a torn area on the surface where the water was leaking. The balloon surface showed evidence of a hole and secondary scratch marks near the damaged border area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface also led to the damaged condition found on the received device. The reported ¿balloon frayed/split/torn¿ was confirmed, as a torn condition was observed on the surface of the balloon material. During functional analysis, a leak was observed impeding inflation of the balloon. However, the exact cause cannot be determined. The device was returned with the stent in its manufacturing position; additionally, the device does not appear to have been used in the patient. Based on the information available for review, the balloon material may have been damaged upon removing the protective balloon cover during device preparation. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the vertebral artery. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.